Event description:
From (B)(6) 2020 to date, I have noticed an increase in how often I have respiratory issues. For a while now, I've been suspecting that it may be something with my CPAP. I started cleaning it much more frequently. Initially, we thought it might be dust allergies and started having the house cleaned more frequently but the issue has not abated. We've noticed that I'm always having respiratory issues and have had to take steroids much more frequently which often helps a little bit then I get sick again within weeks and the cycle continues. The respiratory issues trigger very bad migraines which have basically prevented me from doing normal day-to-day activities. I've needed much more medical care than I've ever needed in my life. I'm constantly having respiratory issues as a result of this. Even as I type, I'm having inflammation issues with this very bad incessant coughs that affect my quality of life. Today, on a routine call fo my medical supplies store, I discovered that a recall notice was issued for my CPAP machines for issues similar to what I've been dealing with for over 7 months. I never received a letter from phillips respironics the maker of my dreamstation auto CPAP. I have completed the registration as requested on their website but I'm quite upset that I was not informed there was a recall. This is totally unacceptable as it's severely impacted myself and my family. I've been unable to complete the program I started because I'm constantly sick. I would love for this to be investigated and resolved asap. Phillips has not accused responsibly. They claim letters have been sent out to all users but I haven't received any. FDA safety report ID # (B)(4).